Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered , it was confirmed that the surface of the video connectors was broken. Therefore, it is possible that good images could not be obtained due to the following factors: inundation inside the video connector: the surface is broken. It is considered that the water tightness of the actual product is impaired and the inside of the connector is flooded. Therefore, the image may not have been shown. Damage to the video connector board: it is considered probable that impact, such as hitting or dropping, was applied to the main unit due to the presence of cracks on the surface. Therefore, there is a possibility that the connector board failed due to the impact, and the image was no longer projected. As stated on the IFU (instruction for use) the user manual states: the instruction manual "precautions against frozen or lost endoscopic images" has the following description. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found a faulty cable unit and cracks on video connector was determined. The reported black picture was confirmed and an intermittent image due to faulty cable unit was noted. Based on evaluation findings the reported failure was identified to be attributed to a faulty cable. The cause of the faulty cable was attributed to electronic failure. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device image does not appear, the picture is black. The issue occurred during an unspecified procedure. There was no patient injury or harm reported due to the event. No user injury reported.